Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 493 mg/dl. The customer treated with a bolus of 1.5 units. The father stated that the pump is not delivering insulin. The customer was advised to call back to troubleshoot.